Event description:
Event reported as "a confirmed rotor stall". Device returned for analysis with report of "pump malfunction - possible rotor problem". Follow up with hcp re status of pt - pt reported to have experienced nausea, shaking, blurred vision, chronic head and neck pain, headaches and back pain at the time of the event. Drugs reported to be in the pump at time of explant were mso4, baclofen and dilaudid. Pt was implanted with a replacement drug delivery system in 2001.